Event description:
A malfunction was reported on a customer's pump, with no significant events occurring before the issue. There was no adverse impact on the customer's blood glucose level. Technical support provided information to reset the pump, assisted with the reset, and confirmed that the malfunction code did not recur. The customer was advised to continue using the pump and to call back if any issues reappear.